Event description:
The customer reported that the patient received a pad site injury on the lower back during an ablation procedure. The injury was described as blistering and possibly a burn. The incident pad was discarded by the site following the procedure because the injury was not visible when te pad was removed. The burn developed something later.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation.